Event description:
Reporter alleged blood glucose device generated a result prior to the test strip being closed with blood or control solution. Customer stated the meter result was lo when an un-dosed test strip was in the meter. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.